Manufacturer narrative:
The device is currently being evaluated. A follow-up report with the results of the investigation will be submitted upon completion.

Event description:
A patient underwent a spinal procedure on (B)(6) 2025. It was reported that four months postoperatively the s2ai screw broke at the neck. Revision surgery occurred to remove the screw.

Manufacturer narrative:
Correction: h3. Yes. H6. Investigation findings: 3243, 3252. Investigation conclusions: 19. Device evaluation: visual inspection confirms the complaint. The screw is sheared through at the shank. The screw head is immobile within the tulip and appears to have bottomed out at the maximum allowable angulation in the favored angle side and is also angled towards a corner of the favored angle body. There are signs of wear on the threads of the screw near the shank which may indicate improvised explanation. The inferior screws bear the most load in the construct which increases the likelihood of shear, and given the screw position the construct load path likely travelled radially through the shank. Review of device history records showed no manufacturing or processing related irregularities. Labeling review: warnings/cautions/precautions: risks identified with the use of these devices, which may require additional surgery, include device component failure, loss of fixation/stabilization, non-union, vertebral fracture, neurological injury, vascular or visceral injury. Possible adverse effects: initial or delayed loosening, disassembly, bending, dislocation, and/or breakage of device components. Postoperative management: patient should be informed and compliant with the purpose and limitations of the implant devices. The surgeon should instruct the patient regarding amount and time frame after surgery of any weight bearing activity. The increased risk of bending, dislocation, and/or breakage of the implant devices, as well as an undesired surgical result are consequences of any type of early or excessive weight bearing, vibratory motion, fall, jolts or other movements preventing proper healing and/or fusion development. Implant devices should be revised or removed if bent, dislocated, or broken. Immobilization should be considered in order to prevent bending, dislocation, or breakage of the implant device in the case of delayed, mal-union, or non-union of bone. Immobilization should continue until a complete bone fusion mass has developed and been confirmed.